Event description:
The medtronic minimed pump was filled with lilly ru-500 insulin and the meter did not dispense the ru-500 properly. Found out lilly the maker of insulin sensor; did not use in pump. Sales people misrepresented what this minimed pump would do. I took training and the insulin I use ru-500 was not supposed to be used, I was not told that. It also did not work as described. They did not send the constant glucose management system with the pump. I had very high blood glucose readings and the very low (30-40) blood glucose readings, and had to take emergency sugar injection pen to recover "by blood sugar levels." After further research, I found that the ru-500 insulin, from lilly corporation states that it should not be used with an insulin pump. No one said that from medtronic, but they refused to take the pump back under 30 day warranty.